Manufacturer narrative:
(B)(4). Concomitant medical products: 00840002411 ulnar component plasma sprayed size 4 115 mm length right for cemented use only 63095903; 00840009500 articulation kit size 5/6 1 axle pin, 1 humeral bearing a, 2 ulnar bearings b sterile product do not resterilize 63785438; 211266 compr srs anti rot ic seg-30mm 351820; 110029939 compr srs 60mm dst hum bdy rt 588380; 211269 compr srs small flange 155830; 211230 compr srs mod stem -6x75mm 36590; 00111914001 palacos lvg 1x40 single 87014599; 00111314001 palacos rg 1x40 single 89904771- qty 1. Customer has indicated that the product was not returned by the hospital. Once the investigation is completed a follow up report will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 00748; 0001822565 - 2019 - 00678; 0001822565 - 2019 - 00756; 0001822565 - 2019 - 00754.

Event description:
It was reported that the patient underwent a revision surgery for the elbow and was subsequently revised for loosening and wound site complication (implant broke through the skin) two weeks post implantation. No additional information is available at this time.

Event description:
Upon reassessment of the reported event it was determined that the zimmer biomet does not hold the reporting responsibility of the device, the initial report was submitted in error and needs to be voided.

Manufacturer narrative:
Upon reassessment of the reported event it was determined that the zimmer biomet does not hold the reporting responsibility of the device. The initial report was submitted in error and needs to be voided.